Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the lead was returned and no anomalies were found, however outer insulation cosmetic depression was noted.

Event description:
It was reported that the right atrial lead had high impedance and high threshold. It was also fractured and had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.